Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's left ventricular (lv) lead exhibited failed to capture. Diagnostic imaging confirmed the lead was dislodged. During lead revision, it was noted there were no sutures on the lead. The lead was explanted and replaced on (B)(6) 2021. The patient was stable.